Event description:
It was reported that the ilet user experienced a high glucose alert and found the insulin cartridge empty during the event, after which the user replaced the cartridge and infusion supplies and allowed the system to correct; the user later reported typically higher-than-average insulin needs and hearing some low-insulin alerts. Symptoms included hyperglycemia with fatigue, highest glucose approximately 400 mg/dl, lasting a few hours, with trace ketones for which the user followed their ketone action plan. Outcomes included no use of backup therapy and no professional medical intervention or hospitalization, with glucose trending down at the time of follow-up. Investigation included complaint intake review and user troubleshooting and education regarding insulin supply management and follow-up with the prescriber about cartridge capacity relative to insulin needs. Investigation of this case revealed that the hyperglycemia occurred in the context of an empty insulin cartridge, with no reported leakage from the cartridge or infusion set and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.